Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
Ii was reported to nevro that the patient had a stroke. Nevro attempted to obtain additional information regarding the nature of the stroke but was unsuccessful. There have been no reports of further complications regarding this event.